Manufacturer narrative:
(B)(4). Physio-control removed the therapy pcb and re-seated all of the internal connections. After re-installing the pcb and securing the connections, proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed the user test and had logged event codes in the memory. Physio-control evaluated the device and verified the reported problem. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.